Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: during removal of an epidural catheter a break occurred and part of the device remained in the patient's back. The team recovered it but one (1) centimeter was unrecoverable. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, (B)(4); rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. Device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter breaking could not be determined based upon the information provided and without a sample.

Event description:
Reported event: during removal of an epidural catheter a break occurred and part of the device remained in the patient's back. The team recovered it but one (1) centimeter was unrecoverable. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer reported the catheter separated when the catheter was being removed from the patient. The customer returned one catheter piece along an empty opened kit ((B)(4)). The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter revealed the distal tip is not present on the returned catheter piece and the extrusion appears to have been separated at the distal tip. The extrusion and coils on the likely most distal end are stretched; however, the coil does not stretch beyond the extrusion at the point of separation. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed ((B)(4)). A dimensional inspection was performed on the returned catheter piece using a ruler ((B)(4)). The returned catheter extrusion piece measures approximately 90.5cm. Although, the specification per graphic (B)(4) rev. 8 indicates that the proper length of an epidural catheter is 88.5-91.5 other remarks: cm, part of the catheter is missing based on the condition of the sample received. The extrusion and coils appear to be stretched from approximately 6cm from the distal end the distal tip. Specifications per graphic (B)(4)rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, (B)(4); rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal , the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event.

Event description:
Reported event: during removal of an epidural catheter a break occurred and part of the device remained in the patient's back. The team recovered it but one (1) centimeter was unrecoverable. The patient's condition was reported as fine.